Event description:
It was reported that, "doctor was putting a screw into the cup and after seating, the screw snapped the tip of the screwdriver off in the screw. It remained in the screw and was not removed."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available, it will be submitted in a supplemental report.